Event description:
It was reported that a spectrum infusion pump has a door latch issue. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter & an eval was performed. The eval confirmed & reproduced the reported symptom. Eval experienced door not fully latched alarms caused by a loose upper link screw. The failed link screws were replaced during eval.